Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The microsensor was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor was leaking a minimal amount of csf two days after implantation. The microsensor was implanted on (B)(6) 2021 and on (B)(6) 2021 was explanted. The patient did not experience any sign or symptoms.